Event description:
A patient alleges the dentist had performed a root canal on tooth no. 29 and had placed a pre-formed post and crown. During the treatment the polishing bur shattered and fractured the tooth. Some of the pieces of the polishing bur were ingested by the patient, and the patient had to seek medical attention. No report from the dentist was received regarding the alleged incident.

Manufacturer narrative:
Possible adverse event was reported to the MFR through an attorney of the patient. Notification alleges that the p353-3 polisher (purchased in our ls-514 logic set) shattered while adjusting a pre-formed ceramic crown. The specific lot number is not available as the instrument was disposed of by the doctor on the day of the incident. Neither the dealer company nor date of purchase is known. Since neither the lot number nor date of purchase can be determined, we tested polishers taken from current stock. We polished a ceramic crown with three p353-3 polishers, lot number s12.003, at a speed of less than 5000 rpm. Polishers performed according to expectations. No breakage or fragmenting was observed. We have received no other complaints of this nature involving this item.